Event description:
It was reported that the customer was in a vehicular accident while wearing the insulin pump. The reported blood glucose reading was 247 mg/dl at the time of the report. Prior to the event, the customer stated that the buttons on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.